Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method device was used during an esophagogastroduodenoscopy (egd) procedure on a male patient (age unknown, however over 18 years). According to the complainant, the device could not be pulled through the stoma site. The doctor made the incision wider in order to back out the device, cut the string and removed the scope. The device did not appear to malfunction and after removal it was examined, it did not appear to have any visual defects. The doctor repeated the procedure successfully using another endovive safety peg kit push method device. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.